Manufacturer narrative:
The following fields have been updated with additional information: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: not determined. No product code, lot information, or sample available.

Event description:
It was reported that the injector and connector disengaged which led to a delay in treatment with an unspecified bd¿ closed system device. The following information was provided by the initial reporter: it was reported that the injector and connector disengaged in the barrel clamp and the patient lost a significant part of their dose. Patient was receiving medication continuous at a rate of 22.7cchr--- chemotherapy was noted to be infusing at 1230pm and nurse was called to bedside at approximately 6pm where it was noted that the flush bag was dry and approx. 200 cc remaining in the bag. When she removed the barrel clamp---she noted that the injector and connector had become disengaged. She estimates at least 4 hours of continuous infusion was not infused into the patient. This particular patient was newly diagnosed and suffered a subarachnoid hemorrhage and was made comfort measures later that night. So the plan was to stop the chemotherapy upon the end of the infusion that day (he was day 3 of 7). However, loss of this drug where the goal is continuous cell death with the cont infusion is a big deal. When we first went live with phaseal in july of 2017, there were two patients who lost hours of continuous infusion when the phaseal became disengaged. That why we now use the blue barrel clamps for all infusions to ensure this does not happen. Concerning that the barrel clamp is not preventing the problem. We did not save the bag/tubing. And the patient did not go for any tests/pull at his lines per rn.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the injector and connector disengaged which led to a delay in treatment with an unspecified bd¿ closed system device. The following information was provided by the initial reporter: it was reported that the injector and connector disengaged in the barrel clamp and the patient lost a significant part of their dose. Patient was receiving medication continuous at a rate of 22.7cchr--- chemotherapy was noted to be infusing at 1230pm and nurse was called to bedside at approximately 6pm where it was noted that the flush bag was dry and approx. 200 cc remaining in the bag. When she removed the barrel clamp---she noted that the injector and connector had become disengaged. She estimates at least 4 hours of continuous infusion was not infused into the patient. This particular patient was newly diagnosed and suffered a subarachnoid hemorrhage and was made comfort measures later that night¿ so the plan was to stop the chemotherapy upon the end of the infusion that day (he was day 3 of 7). However, loss of this drug where the goal is continuous cell death with the cont infusion is a big deal. When we first went live with phaseal in (B)(6) 2017, there were two patients who lost hours of continuous infusion when the phaseal became disengaged. That why we now use the blue barrel clamps for all infusions to ensure this does not happen. Concerning that the barrel clamp is not preventing the problem. We did not save the bag/tubing¿ and the patient did not go for any tests/pull at his lines per rn.